Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. The field service engineer found that the inspiratory pressure transducer was defective and replaced it. The ventilator was returned to the customer after passed functional tests. The defective pressure transducer was scrapped. No device logs were received. A defective pressure transducer may lead to high pressure. The conclusion is that the pressure transducer was defective and was replaced. As no faulty part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).